Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer. However, a full evaluation will be conducted if the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
Customer reported that during the procedure the wire went through the side hole of the guide catheter. The user tried pulling the wire out but the sensor was trapped. Both wire and catheter were removed as a system and will be returned to the manufacturer together. Another same product was used and the procedure was successfully completed without any patient injury or adverse events reported.